Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient reported blood glucose results of "178 mg/dl" with the subject meter and "228 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient does not take medications to manage his diabetes. It is not known if the patient made changes to his usual management routine at the time of the alleged issue; however, later that same morning, the patient reportedly took more food and/ or drink. After the start of the alleged issue, the patient claims he felt symptoms of nausea and dehydrated. Around 11am, the patient reportedly visited the emergency room (ER). The patient obtained blood glucose results of "221 and 228 mg/dl" with another meter. The patient was administered intravenous (IV) fluids as treatment. No additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Control solution testing was performed which tested outside of specifications. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms and treatment correlated with the reported lfs meter results. However, the complaint is being reported due to the failing control solution test result.